Event description:
It was reported the pt developed a headache on the day following the scs trial implant. The physician removed the trial leads on the same day as a precaution due to a possibility of a wet tap. Further f/u indicated the pt will be retrialed at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.